Event description:
The following was reported to davol by the user facility: on (B)(6) 2015, patient underwent a total laparoscopic hysterectomy in which the arista product was used. On (B)(6) 2015, patient returned postoperatively with fever and complaints of discomfort. The patient was transferred to another facility for care of abscess.

Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. The surgeon reported that the arista was not necessarily to blame for the infection, but thought the event should be documented. A manufacturing review was performed and found no evidence of a manufacturing related cause. If additional information is obtained, a follow up MDR report will be submitted. Note: the info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complainant/reporter was unable or unwilling to provided any further pt, product, or procedural details to bard.